Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads (riata 1582 ICD lead and a 1688tc pacing lead) due to non function/redundant lead. A right atrial (ra) lead was present within the patient but was not targeted for extraction. Spectranetics lead locking devices (lld's) were inserted into each of the rv leads to provide traction to aid in extraction. The physician chose a spectranetics 14f glidelight laser sheath and began the attempt at extracting the riata lead; progress stalled in the innominate region. The physician then switched to the 1688tc lead and stalled progress was met in the superior vena cava (svc). He then chose to use a spectranetics 11f tightrail rotating dilator sheath on the 1688tc and the lead was successfully extracted. A spectranetics 13f tightrail device was then opened and used on the riata. Binding to the ra lead and to the side wall was noted in the lower svc/right atrial (ra) junction but was overcome using manual dilation with the 13f tightrail device. 3-5 minutes later, an effusion was noted on transesophageal echocardiography (tee). The effusion continued to grow in size. A pericardiocentesis was attempted but the patient's blood pressure continued to drop. Rescue efforts began immediately, including rescue balloon, CPR and sternotomy. A tear was discovered in the lower svc/ra junction and was successfully repaired (this report is being submitted to capture this injury which occurred during use of the 13f tightrail device). The patient's blood pressure returned to normal levels; it was noted the patient did not go on cardiac bypass. The riata 1582 rv lead and the lld contained within the lead were cut and capped and remained within the patient's body (please reference MDR 1721279-2020-00248 which captures the lld which was cut and capped inside the riata rv lead and remained in the patient's body). The patient survived the procedure.